Event description:
Note: event date is unk. It was reported to boston scientific corp that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, a longitudinal split was noted on the peg tube when it was advanced over the wire. The procedure was completed with another endovive standard peg kit push method. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device exp and manufacture dates are unk. The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).